Manufacturer narrative:
Internal complaint reference: (B)(4). Guntin, j., bartosiak, k. A., della valle, c. J., patel, a., gerlinger, t. L., & nam, d. (2022). Radiographic and clinical analysis of a porous-coated metaphyseal cone for revision total knee arthroplasty. The knee, 37, 162-170. Doi.org/10.1016/j.knee.2022.04.003.

Event description:
It was reported that on literature review "radiographic and clinical analysis of a porous-coated metaphyseal cone for revision total knee arthroplasty", one (1) patient suffered from an extensor mechanism disruption after having a tka index revision surgery performed using legion metaphyseal cone system. This patient was treated with an extensor mechanism allograft. The outcome of the patient is unknown. No further information is available.

Manufacturer narrative:
H3, h6: given the nature of the alleged incident, the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, as of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. Per the complaint, no further information is available. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. Consequently, the impact to the patient beyond the reported extensor mechanism disruption and subsequent extensor mechanism allograft cannot be confirmed nor concluded based on the limited information provided. Should any additional relevant medical information be provided, this case would be re-assessed at this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, surgical technique, postoperative care and/or joint tightness. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.